Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attempting to tack the mesh to abdominal wall in a laparoscopic ventral hernia repair, the product would not perform because it wasn't locking into the tissue. Surgeon replaced the device to resolve the issue. No patient injury.